Event description:
The user facility reported an impella 5.5 was attempted to be placed in a patient. After a lengthy attempt utilizing multiple troubleshooting techniques, the axillary site was aborted. Attention was then turned to direct aortic insertion. Unfortunately, there was not enough length on the aorta for graft placement. There were no more 10 centimeter (cm) grafts in-house, so an eight (cm) hemashield platinum was sewn onto the innominate artery. The sheath was placed. Attempts to pass the wire were unsuccessful as the wire and catheter kept passing into the descending aorta. At this time, the decision was made to place the impella 5.5 wirelessly. However, they could not pass the impella 5.5 across the aortic valve even with manual manipulation of the aortic annulus, epinephrine and full ejection of the heart. The patient was still on bypass at this time with minimal room on her aorta. It was discussed that aortotomy was likely the only option left. However, there was no room for cross clamp beneath the aortic cannula without clamping the impella motor/cannula. Flows were stopped from cpb, the descending aorta was clamped, a transverse aortotomy was made, the pump was pulled up through and out of the aortotomy, a cross clamp was beneath aortic cannula across the catheter of the impella, descending clamp was removed and flows restarted from cpb. The impella was then placed across the aortic valve under direct visualization. Upon inspection of the aortic valve, it was discovered the patient had aortic stenosis was fusion of leaflets. The aortotomy was closed and the impella position was confirmed with transesophageal echocardiogram. The patient was then weaned from bypass while increasing impella flows.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿ impella 5.5 with smartassist section: warnings & cautions: warnings. Section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: warnings ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿

Manufacturer narrative:
The investigation of delivery issues has been completed. The impella device was not returned for evaluation. Based on the clinical details the root cause of delivery issue is determined to be patient condition because attempt was made to place impella via right axillary artery and the insertion was aborted due to resistance in innominate artery.